Event description:
It was reported that the asymptomatic patient presented in clinic with device that exhibited non-sustained rv oversensing episodes. The device was reprogrammed and the patient will be followed normally.

Event description:
It was reported that the asymptomatic patient presented in clinic with device that exhibited non-sustained rv oversensing episodes due to post-paced t-wave oversensing. The device was reprogrammed, and the patient will be followed normally.